Event description:
Same case as #6000093-2006-00035. It was reported that one day post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Access was obtained through the right femoral artery. The lesion in the mid left anterior descending (lad) artery was predilated twice with a 2.0 x 15 mm voyager balloon. The distal lad was predilated four times with the same balloon and once more in the mid lad. The taxus express 2 2.75x20 mm drug eluting stent was advanced to the mid lad and deployed to 15 atm's for 30 seconds. The taxus express2 3.0x0mm drug eluting stent was advanced to the mid lad, proximal to the first stent, and deployed to 16 atm's for 30 seconds. Ic verapamil was administered. The sheath was sutured in place and the pt was sent to recovery. Angiomax, versed and ic ntg were administered during the procedure and plavix, asa and darvocet post procedure. The following day the pt returned to the ccl paced, sedated and intubated. Access was obtained through the left femoral artery. The pt received an integrilin bolus and a drip was started. A 2.0x15mm quantum maverick balloon was inserted to the distal lad, inflated to 4 atm's for 30 seconds twice and again to 14 atm's for 120 seconds. The physician moved the balloon to the proximal lad and inflated it again to 14 atm's for 30 seconds. A 2.0x18mm mini vision was inserted and removed. A ptca balloon was reinserted to the distal lad and inflated 5 to 6-10 atm's for 4-124 seconds. The ptca balloon was removed and a 2.0x20mm maverick balloon was inserted again to the distal lad and inflated three more times. A 2.0x15mm mini vision was then advanced to the distal lad and deployed to 20 atm's for 30 seconds. A 3.0x13mm powersail balloon was used to postdilate the mini vision stent. A 2.5x18mm mini vision stent was placed distal to previous stent in proximal lad. An intra-aortic balloon pump was inserted. The pt received ic ntg and levophed during the procedure. No further complications were reported. Pt status is satisfactory.